Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion prime/compromised force sensor system and excessive no delivery tests. No motor error alarms noted. Motor passed motor test. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm and a motor error alarm. Customer's blood glucose was 425 mg/dl. Device was unable to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.